Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 250 mg/dl pod not worn. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. Treatment information was not provided.

Manufacturer narrative:
The download data shows the device was deactivated after first prime, prior to when the needle mechanism is intended to deploy. Since the cannula has not yet been inserted, it could not have dislodged at this point. No timeouts or drive stalls were seen in the data. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.